Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing the time form 24 hours setup to 12 hour setup. Customer's last blood glucose was 150 mg/dl. Customer stated that her blood glucose was 535 mg/dl earlier but she changed the set and treated. Customer stated that she is confident because she has a sure-t inserted for 3 days. Customer declined troubleshooting for high blood glucose. Customer does not know how the time setup got changed and was assisted with changing it back.